Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; h2: type of follow up: correction; h10: corrected data.

Event description:
It was reported, that a missing wire occurred.

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).